Event description:
The customer reported at 7:21 am her blood glucose result was 414 mg/dl so she gave her self a bolus of 2.3 units of insulin. Upon inspection she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.